Event description:
Customer using multiclix device reported receiving an antibiotic for a needlestick site on his thumb. He reported no device malfunction, xrays showed that no lancet had broken in his thumb. A request was made for the return of the product, replacement was sent.